Event description:
Additional information was received from a friend/family member of the patient. It was reported that the patient has dementia and will not let their spouse make adjustments to the stimulation. The dementia is not related to the device. The caller stated that the list of doctors sent to the patient was too long.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that the device doesn't seem to work like it used to for the patient. Since sometime "late last" 2015 the patient was having a return of symptoms and couldn't get to the bathroom. They would wake up in the night and not be able to get to the bathroom. It was stated that stimulation is not felt and therapy is on. Once therapy was increased the patient was able to feel stimulation in the correct area. The patient performed troubleshooting by adjusting stimulation and ended up leaving stimulation at 4.2v. It is unknown if the problem was resolved and follow up communication is being performed to obtain appropriate information. It was also noted that the patient has pre-existing conditions of dementia, radiation for prostate cancer, and a problem with their nerve endings. Indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.